Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during thr, while impacting the cup the tip of the offset impactor tip broke. Later, it was replaced and the second r3 offset impactor tip also broke. Tips broke while inside the patient. The pieces were retrieve with tweezers. A smith and nephew back up device was available. No injury to patient or delay reported.

Manufacturer narrative:
H3, h6: it was reported that, during a total hip replacement, while impacting the cup the tip of the offset impactor tip broke. Later, it was replaced and the second r3 offset impactor tip also broke. Tips broke while inside the patient. The pieces were retrieve with tweezers. No injury to patient or delay reported. The complaint device intended for use in treatment was not returned for investigation, however, images of the device after the event were provided by the complainant. A visual evaluation was conducted based on these pictures, and it showed that 2 offset impactor tips were broken. One of them was fractured into 2 pieces and the second one was fractured into 3. It is unclear in the pictures if the alleged devices show other usage signs. It was concluded that the complaint device was fractured. So, the mentioned failure mode is confirmed. No batch number was communicated so the document history review was not possible. A complaint history review was performed. The occurrence of the reported failure mode is anticipated with a low risk level as per risk management. Due to insufficient information it is not possible to perform a review of past corrective actions. A review of the risk management documentation verifies the failure mode, occurrence and severity of the reported issue. Insufficient information was made available to determine the revision of the instructions for use applicable to the device at the time of manufacturing. However, according to document "processing (cleaning, disinfection and sterilization) of instruments from smith & nephew orthopaedics ag" (lit. N°03389-en 1363 v3 11/19), all devices must be inspected and controlled for proper functioning after cleaning/disinfection. No clinically sufficient data was provided to perform a medical investigation. Based on the performed investigations, the relationship between the reported event and the device was confirmed. The offset impactor tip is subjected to repeated impact forces. Additionally, repeated steam sterilization processes could contribute to an embrittlement. It is however unknown for how many cycles this instrument has been used. The reported failure mode can be confirmed and the root cause stays undetermined after investigation. To date, further actions are not deemed necessary. There is no indication that the reported devices failed to meet manufacturing specifications upon release for distribution. The need for corrective action is not indicated. Nevertheless, smith+nephew will continue to monitor this device for similar issues. This complaint will be reopened should additional information or the device be received.